Event description:
Needle broke and was left in the patient. While the product was being injected into the patient's left nasolabial fold, the needle broke, the broken tip (about 3mm long) was left in the patient's nasolabial fold. As of the time of this report, the broken tip had not been removed. Qa investigation ongoing.